Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. No lens or associated products were returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge and a non-qualified viscoelastic were used with this lens. A monarch iii handpiece was also indicated. The root cause is most likely related a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge and a non-qualified viscoelastic were used with this lens. A company iii handpiece was also indicated. The root cause is most likely related a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens did not deploy during insertion. There was contact but no reported patient impact. The procedure was completed using a backup lens. Additional information was requested.